Event description:
It was reported that a flogard administration set had particulate matter in the tubing. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. Visual inspection revealed a brown particle attached to the interior of the tubing wall. The reported condition was verified. The cause was determined to be related to the extrusion process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.